Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose and diabetic ketoacidosis. The blood glucose level was over 22 mmol/l at the time of incident. The customer treated with manual injection. Customer experienced the symptoms related to the diabetic ketoacidosis was vomiting. It was reported that the customer reported two incidents which was (B)(6) 2019 and (B)(6) 2019. It was reported that on (B)(6) 2019 the infusion set was not sticking on skin and adhesive part was wet. It was reported that on (B)(6) 2019 at night , the insulin pump never gave an alarm and the customer had noticed that again infusion set was not adhering well to the body. The customer reported that she had ketones and was treated with a manual correction after replacing the entire site. Product is not expected to return.